Event description:
Philips received a complaint by the customer on the v60 indicating that it is wobbly on the stand. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe), it was confirmed by the customer that there is no issue with the v60 itself. It was observed that the v60 was a bit wobbly on the stand. Investigated and found that one of the thumbwheel screws was broken off and the other was badly bent. The thumbwheel screws have been replaced and the v60 secured to the stand. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.